Event description:
Part not retained on mating part (e.g. Dropped).

Event description:
Part not retained on mating part (e.g. Dropped). The original issue description was component not retained on mating part, however we have received additional information that the issue description for this complaint is osseointegration problem, however it indicates that this complaint is still reportable as serious injury. The initial report did not have the correct data documented, the correct data is provided in this follow-up report.